Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 tip of the evh jaws cracked. The cracked jaw piece did not break and nothing fell into the patient. A second evh was used to complete the harvest without further incidents.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jun 2019 through may 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/13/22) a photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of blood was observed on the base of the jaws. The gray silicone insulation on the tip of the cold jaw was observed to be peeled back. No other visual defects were observed. The device was returned to the factory for evaluation on 07/12/2021. An investigation was conducted on 07/14/2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The gray silicone insulation on the cold jaw was observed to be cracked and peeled from the tip of the cold jaw to the approximately the center. There was no detachment of gray silicone insulation observed. Based on the returned condition of the device, the reported failure "peeled jaw" was confirmed.

Event description:
N/a.